Event description:
According to the surgeon, by the end of the bariatric mini-bypass surgery, an unusual click was heard while firing the powered echelon device (plee60a) with a white cartridge (gst60w). This was the last firing that was supposed to do anastomosis between the stomach and the intestine. Because of the strange sound the surgeon suspected that something went wrong, so when he took out the echelon device and checked the reload, he discovered that in one half of the cartridge the pins had fired properly and in the other half only some of the pins had fired (only about one third of the cartridge was fired properly). So, the left side of the anastomosis was closed but almost all the right side remained open. The surgeon told us that he had a dilemma as to how to proceed the with the operation - perhaps shorten the pouch and to make new anastomosis, or to do a full bypass instead of a mini-bypass. In the end he decided to sew the launch by hand. The surgeon performed a leak test and the test was normal. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 6/7/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a gst reload fully fired from the left side and partially fired 1/3 from the right side, also the reload deck can be seen damaged and some fluids were observed. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.